Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. Field service engineer (fse) was able to confirm the customer's complaint. The customer was advised to exchange the flow sensor as the ventilator was out of warranty.

Event description:
It was reported that the low minute ventilation and the tidal volume is zero. There was no patient involvement.